Event description:
During a hysteroscopy resection of uterine fibroids, the small wire of the olympus resection electrode loop broke. The broken component was located resulting in no injury to the pt.